Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) had called in reporting that they had damaged their device during hiking. The patient indicated that his backpack with a strap made the implant move and the healthcare professional had confirmed that the implant had lost of ohms. The patient wanted boston scientific technical services to confirm that the device is fine. Technical services referred the patient to contact his healthcare professional. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) had called in reporting that they had damaged their device during hiking. The patient indicated that his backpack with a strap made the implant move and the healthcare professional had confirmed that the implant had lost of ohms. The patient wanted boston scientific technical services to confirm that the device is fine. Technical services referred the patient to contact his healthcare professional. No additional adverse patient effects were reported. This device remains in-service.